Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms form her insulin pump. The customer's blood glucose level was 123 mg/dl. The customer changed her unomedical infusion set four times and was able to resolve the issue. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.